Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found with both grips bent. As a result, the clip could not be properly loaded on the grips. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The incident occurred when the surgeon was trying to clamp on a vessel or a tissue bundle. The issue was not related to a clip applier being static. The issue was not related to an unsuccessful clip application. A backup applier was used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that, the 8 mm large hem-o-lok clip applier instrument does not close completely.